Manufacturer narrative:
Still under investigation at this time.

Event description:
During the attempt to remove the arterial line, the catheter broke off in the radial artery. The catheter hub and a small section of the catheter came out, however, the remaining catheter stayed in the artery. The pt was required to go to a vascular surgeon at another facility where a cut down was performed to remove the catheter. Pt is stable at present time.